Event description:
Unit will not power up on ac power, battery only. No output from ac/dc converter (1.5 v). Replaced ac/dc converter and performed pre-use check. Passed all tests. Unit returned to clinical use.